Event description:
Adverse event(s): "no pt involved" (no pt involvement). Product problem(s): "system message displayed" (device displays error message. The nurse reported the system would not tune the handpiece and a system message displayed. The handpiece was switched out with the same result. The system was switched out and the case proceeded. No pt was involved

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).